Manufacturer narrative:
The technician found the ground pin broken and loose inside the power cord. The technician replaced the power cord to resolve the issue.

Event description:
The technician alleged the bed had a loss of ground. No patient impact.